Manufacturer narrative:
Reporter facility name truncated due to character limit: (B)(6). A customer alleged discrepant results with the cobas® sars-cov-2 test. Two samples were originally positive for target two but were retested on competitor assays as negative for both targets. A review of the data determined the samples are near or below the limit of detection (lod) of the assay. The complaint lot was tested and met specifications. Based on the totality of the information and data provided, the assay is working as intended. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6) alleged discrepant results with the cobas® sars-cov-2 test. The original results generated a target 2 positive, however, upon retesting with the genexpert sars assay as well as an in-house assay, the samples generated negative results for both targets. The discrepant results were not released. Samples were collected with rayon swabs in pbs which is not one of the validated collection media tubes. The affiliate confirmed that the customer had performed their own in-house validation with a rayon swab in 1.5ml pbs and the results were fine. The customer has been using the same workflow since march and this is the first report of discrepant results. As per the method sheet, cobas® sars-cov-2 is a qualitative test for use on the cobas® 6800 system and cobas® 8800 system for the detection of the 2019 novel coronavirus (sars-cov-2) rna in individual or pooled nasal, nasopharyngeal and oropharyngeal swab samples collected in copan universal transport medium system (utm-rt), bd¿ universal viral transport system (uvt), cobas® pcr media, or 0.9% physiological saline. A review of the growth curves showed relatively flat curves with late amplification. The late CT values of 38.48 and 38.93 for target 2 is indicative of a sample near or below the limit of detection (lod) of the assay. Per the method sheet, this would correspond to a hit rate of less than 9.5%. As such, results can waiver between positive and negative as observed here with the alleged samples. Additionally, there is no indication of contamination as only negative samples were included in this run except for these two samples. The alleged run contained valid roche controls and inline with release data. Based on the totality of the information and data provided, the assay is working as intended. The discrepancy is likely due to the samples being near or below the lod.